Manufacturer narrative:
The complaint was not verified. When received the device failed to communicate. Further analysis will not performed at this time per legal hold.

Event description:
It was reported that when patient presented in clinic, device could not be interrogated via merlin programmer and no low voltage output was observed. Patient was asymptomatic. Recent session records via remote merlin.net transmission shows 1.7 years of battery longevity and telemetry tests failed. Device was explanted and a new device was implanted. Patient was stable post procedure.